Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was determined that there was a leak from an unknown location, which is known to cause this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the event. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. During troubleshooting, it was determined that one of the bags was wet. The patient stated that one of the supply bags seems to be leaking but they could not actually tell where the leak was coming from. Renal therapy services (rts) assisted the patient in removing the cassette. Rts advised the patient to use manuals or setup with new supplies to complete the therapy. Proper procedures per the user manual were reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.